Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. To prevent device failure and patient injury, the device instructions for use document has pre-procedure directions to inspect for damage and corrosion, and states: ¿visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ the instructions for use also warns, ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ and ¿if the obturator¿s distal end does not move when inserted into the patient, do not try to remove the obturator from the sheath. Remove the entire sheath/obturator assembly from the patient. Otherwise, the sheath¿s distal end may be damaged.¿

Event description:
Olympus was informed that during a transurethral resection of prostate procedure, the ceramic distal tip broke off in one piece and fell into the patient. The piece was retrieved using a grasping forcep. The procedure was completed using the same device. There was no report of patient injury, tissue trauma, or infection. The patient is currently in stable condition.